Manufacturer narrative:
The additional vessel closure devices with reported issues referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with three proglide devices. Reportedly, unknown failures occurred. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as suture separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Analysis of the returned proglide device found a suture separation occurred. No additional information was provided.